Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor and corroded keypad traces. Unable to test for the numbers scrolling up due to the blank display.

Event description:
The customer's mother called to report that water got inside of the insulin pump. The mother stated that she attempted to program a bolus, but the numbers keep ramping up on the screen. The reported blood glucose reading was 303 mg/dl. Nothing further was reported.